Event description:
Surgeon intended to implant programmable valve 82-3162. Hospital did not have back- up catheters so they borrowed some from a nearby hospital. The nearby hospital also provided them with a fixed pressure precision valve 82-3803. Doctor implanted the pv by mistake. This was discovered a day or two after the original implantation by the sales rep while he reviewed the post-op films. Doctor complained that the error occurred at least in part, because the blister had the indents in it giving the appearance that the valve is of the programmable variety.